Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a cracked case at the display window corner, a minor scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir chamber is beginning to crack on the insulin pump. Customer stated that he noticed there are some pieces missing. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.